Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis and sem analysis, the cause of the reported broken gripper line was unable to be determined. The reported single gripper actuation issue appears to be due to the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while testing the initial gripper orientation testing, one of the grippers would not lower and raise. Troubleshooting was performed and the grippers were functioning. During the grasping, posterior gripper would not lower. The device was removed from the patient, and it was determined that the gripper line was broken. Procedure was discontinued. Device was prepared as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.